Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for battery failed alarm. Customer¿s blood glucose was unknown. Customer reported that they received battery failed alarm during normal use. Customer reported that there was a replace battery now alarm. Customer reported that alarm again occurred after inserting full charged battery. Customer reported that contacts on the battery cap was missing. The insulin pump will not be returned for analysis.